Manufacturer narrative:
Correction to b5: event description. Changed device name.

Event description:
It was reported that due to an fluid loss caused by a cylinder tear the patient had his penile prosthesis (ipp) explanted. This patient visited his physician because his device was not working properly two weeks before this surgery. After device evaluation, the tear was discover. The cause of the cylinder tear is unknown. After this procedure, the patient improved and is stable.

Event description:
It was reported that due to an fluid loss caused by a cylinder tear the patient had his penile prosthesis (ipp) explanted. This patient visited his physician because his device was not working properly two weeks before this surgery. After device evaluation, the tear was discover. The cause of the cylinder tear is unknown. After this procedure, the patient improved and is stable.

Manufacturer narrative:
H3 device evaluation the ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had a pinhole leak attributed wear at fold in cylinder body. Both cylinders had fraying fabric treads and a hole in the outer tube due to input tube wear with avulsion. Both cylinders had fold that indicate possible buckling of the cylinders in the proximal cylinder body. Product analysis confirmed the reported events.the ipp cxm inflate/deflate pump was visually inspected. The tubing was identified to be cut down to the pump block. The outer layer of pump bulb was worn that result of wear against the pump strain relief krt junction; no leaks were found. The product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure correction to b5: event description. Changed device name

Event description:
It was reported that due to an fluid loss caused by a cylinder tear the patient had his artificial urinary sphincter (aus) explanted. This patient visited his physician because his device was not working properly two weeks before this surgery. After device evaluation, the tear was discover. The cause of the cylinder tear is unknown. After this procedure, the patient improved and is stable.